Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced peritonitis manifested by cloudy pd effluent. The cause of the event was unknown. On an unknown ate, the patient was treated with vancomycin injection (1g, intraperitoneal, every 5th day, discontinued), ceftazidime injection (1gm, intraperitoneal, once a day, discontinued) and amikacin injection (100mg, ip, once a day, discontinued) for the event. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.